Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold measurements. The clinic will wait after covid vaccine to follow up and plan for revision. Additional information received which indicated that this lead was explanted. No additional adverse patient effects were reported.